Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had a loose pivot latch screw. There was no patient involvement. Bd learned additional information from the reporter who stated that "the pump that was returned from repair came from a third-party vendor that uses the bd forms so I was confused as to where it was repaired. Please disregard, and again my apologies for the confusion." It was reported that the pump module had a loose pivot latch screw after it was repaired by a third-party vendor. Although additional information was requested, none was provided.